Event description:
The pt reported experiencing elevated blood glucose of over 198 mg/dl every morning for one week. He believes the infusion device delivers too little insulin. He injected insulin via pen to lower his blood glucose. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.